Event description:
It was reported via phone call that the customer received a compromised force sensor system alarm. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was further advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.